Event description:
Radial head was explanted due to pain. Stem portion was found to have broken.

Manufacturer narrative:
Current info is insufficient to permit a final conclusion as to the cause of the event. Review of product shows highly polished fracture section indicating possibility of an earlier traumatic event. Review of mfg records demonstrates that all materials met release criteria. Skeletal dynamics will notify FDA if add'l info becomes available.